Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR report: 1627487-2016-03007. It was reported the patient complained his scs stimulation was ineffective. A sjm representative met with the patient and after multiple reprogramming attempts satisfactory stimulation therapy was obtained. However, the issue recurred and reprogramming was unable to provide effective stimulation coverage. An x-ray showed the leads had not moved. Follow-up identified surgical intervention was taken on (B)(6) 2016 and the patient's physician added two new different model leads. The original leads were not explanted the physician disconnected them from the ipg and they remain implanted in the patient. The patient reported receiving effective stimulation therapy coverage postoperative.